Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is believed that when a device using high-frequency current was used near the tip cover, an electrical discharge occurred, and the high-frequency current flowing through the tip cover caused it to become scorched. However, a further cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the device exhibited a burn on the c-cover (plastic distal end cover). There was no patient involvement.